Event description:
The complainant reported that a female child with a medical history of astrocytoma was admitted to the hospital for dehydration. It was reported that the companion pump, list #84 was not working, but no further information was reported. No specific medical intervention was reported. The pump was returned for testing and the lab evaluation indicated that the pump delivered within specification and the customer's complaint could not be confirmed. No malfunction of the pump could be determined.

Manufacturer narrative:
The device performed according to specifications. No malfunction of the device could be confirmed.